Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced abdominal distension and chest tightness during an unspecified process step of therapy. The patient was connected to the homechoice claria device at the time of the events. It was reported that "manual drainage control was required¿. Action taken with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. The device was not received for evaluation; therefore, a device analysis could not be completed. The event history log review was performed and there were no findings in the device logs that could have caused or contributed to the reported event as there was no therapy data available from (B)(6) 2026 to (B)(6) 2026 (reported occurrence date (B)(6) 2026). The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.